Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. During injection the gel infiltrated the rectal wall. The patient had pain. Magnetic resonance imaging (MRI) showed all the gel in the anterior rectal wall. On august 31, 2021, additional information was received stating that the patient was advise to wait for 6 months for the gel to dissolved and to switch stereotactic body radiation therapy (sbrt) to intensity-modulated radiation therapy (imrt).

Manufacturer narrative:
Additional information received on 31aug2021 update on the folowing: block b5:describe event or problem h6:impact code block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed, if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed, if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. During injection the gel infiltrated the rectal wall. The patient had pain. Magnetic resonance imaging (MRI) showed all the gel in the anterior rectal wall. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.